Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The bha was done with centrax bipolar cup, v40 head and accolade 2 stem at (B)(6) 2018 for femoral neck fracture. At (B)(6) 2018, infection was occurred and the surgeon cleaned the surgical field, exchanged the head and cup. The stem was not changed. At (B)(6) 2019, the patient was recovered. Infection was confirmed clinically, microorganism unknown. Pre-existing conditions: "stomach cancer"; right side.